Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011. Inratio: 2.1. Lab: 1.6. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.